Event description:
Subsequent to the initial MDR, a additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2025, the parent reported receiving a call from the school nurse informing them that the patient was experiencing dehydration, vomiting, and symptoms consistent with diabetic ketoacidosis (dka). The nurse also stated that the patient´s glucose sensor had failed, which prevented proper monitoring of the patient´s blood glucose levels. Following the call, the parent immediately picked up the child from school and transported them to the emergency room. At the hospital, the child was treated with IV fluids and intravenous insulin. The patient was discharged from the hospital on the same day after receiving treatment (less than 24 hours). At the time of the report the patient was fine. Performance data was reviewed. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional event or patient information is available.